Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. Dissection, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure. It should be noted that the IFU instructs to "pre-dilate lesion with ptca catheter" before "backload delivery system onto proximal portion of the guide wire..." Additionally, this device has a contraindication for pts who have experienced a recent (less than 1 week) acute myocardial infarction.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that this procedure was an ami (contrary to IFU) case. After direct stenting (contrary to IFU) with a vision 4.0 x 18, a dissection occurred proximal of the deployed stent. Another company's balloon catheter was used to treat the dissection and a vision 3.0 x 18 was also deployed to complete the procedure. No add'l event or pt info is available.